Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the transfer mount screw (spmb10) fractured inside the implant when the patient bit down. Retrieval tools 2223/2224 were requested.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative. The following section has been corrected: b5: event description.

Event description:
It was reported that the screw fractured inside the implant (spmb10) when the patient bit down. Retrieval tools 2223/2224 were requested. The screw and implant are bundled together under the implant item number.